Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that during a follow up the pacing impedance measurements were greater than 2000 ohms and there was no pacing or sensing noted. An x-ray confirmed that right ventricular (rv) lead was fractured. A new lead was implanted, while the existing lead will not be returned. No additional adverse patient effects were reported.